Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient was implanted in 2008 and had to have the implant removed due to an allergic reaction. Pt stated they had to have the implant replaced in 2007 and they were unsure when the issue began but stated it was between 2007-2009. The patient was allergic to the components in the unit and their doctor failed to order an allergy test kit. Patient stated they had a massive staph infection and the healthcare provider kept taking the battery pack out of their hip and cleaning it out but it was contaminated going up to the tubing where the stimulator was drilled in. Patient kept getting sick and their body literally pushed the battery out of the skin. Patient spent several months in the hospital fighting for their life and it broke their heart because the unit worked for the pain relief and zapping but it didn't like them. Patient mentioned that they are allergic to latex and adhesive and they were told there was a third component that they were allergic to. Patient was inquiring about the components of the implant. Agent reviewed information with the patient. Pt requested the literature be sent to them. Agent redirected the pt to their managing hcp.